Manufacturer narrative:
Evaluation code: the electronic history file from the actual device involved in the incident was evaluated. The actual device was not returned. The conditions identified during the investigation were addressed in recall #z-0580-2007 and #z-0581-2007. Also, service/maintenance of the device was not followed according to the manufacturer's recommendations. An upgrade kit was sent to address the condition identified in the investigation.

Event description:
(B)(4). It was reported that during a rescue attempt the device advised a shock, began to charge and then cancelled the shock. The device then reported a service message and powered off. Although, no patient details are available, it was reported that the patient was not resuscitated.